Event description:
It was reported the patient was admitted to the emergency room with syncopal episodes possibly associated with intermittent failure to capture with the right ventricular (rv) lead. There was a lead warning for the rv lead having increased impedance measurements over time, including measurements greater than 2000 ohms. There was a suspected rv lead fracture. It was noted that device interrogation suggested unsatisfactory function in the bipolar pacing configuration and the rv lead was programmed unipolar with appropriate rv lead impedance and capture until lead revision procedure. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.